Event description:
Pt had sudden o2 desaturation after placement of a passive humidifier. A small piece of filter paper from inside the humidifier was found in the pt's endotracheal tube and was removed. Pt needed to be manually ventilated. O2 saturation returned to normal.